Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: image was noisy, and cable had a slice. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty charge-coupled device (ccd). The most probable root cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited image was noisy and cable had a slice. There was no patient involvement.